Event description:
It was reported that a spectrum iq pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing an error code 322 alarm did not occur. A review of the event history log did not reveal error code 322 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was determined to be within specification. No correction required. Should additional relevant information become available, a supplemental report will be submitted.